Event description:
It was reported by the customer it appears that it is extra plastic from the white cap that is removed when we are going to flush the needle. It was reported this occurred with five needles. This report addresses all five needles.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material present in device is confirmed and was determined to be supplier related. Five 19g x 0.75 in safestep infusion sets were returned for evaluation. An initial visual observation revealed a small white material attached to the inner circumference of the luer connector on samples 1,2 and 3. Samples 4 and 5 were observed to have the white material taped on a sticky note. A microscopic observation revealed all injection caps appeared to have a chip on the inner stem. The chip appeared to have about the same size as the white material present in the samples. The shape, location, and extent of the damage observed on the returned samples suggest the injection caps may have been damaged during the automated manufacturing process when the luer hubs are closed with the injection caps. This complaint will be recorded for future trending and monitoring purposes.